Event description:
Caller reported difficulty pressing the pump's quick bolus/wake button, which required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with removing the pump from its case and provided instructions for pressing the button correctly. Despite efforts, the issue persisted, and a replacement pump was arranged to be sent to the caller with training available online. The problematic pump is under warranty, and the customer was instructed to return it within 10 days.